Event description:
It is reported that the patient faced infusion set issues with two sets on (B)(6) 2026 as adhesive patch and cannula housing detached from spring prior to insertion during needle guard removal. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.